Event description:
An implant patient registry card was returned to edwards indicating that two sapien valves were implanted in the aortic position on the same day. No additional information is available at this time.

Manufacturer narrative:
After the initial report, medical records pertaining to this event were obtained. Per the operative report, during a transapical tavr procedure, prior to deployment, valve position was confirmed by aortography and by tee. Using a rapid ventricular pacing (rvp) rate of 180 beats per minute, the 26mm sapien valve was slowly deployed. Tee images after valve deployment revealed the presence of severe central aortic insufficiency (cai). Tee images and ascending aortography confirmed that the position of the sapien valve was too ventricular. A second 26mm sapien valve was then deployed inside the first valve in a more aortic position, with an excellent final results and no further cai. The patient tolerated the procedure well and left the operating room in stable condition. The native aortic annular diameter was 22mm by tee, 21mm by tte and 22mmx28mm (area 500) by CT. The native aortic valve was severely calcified. The diameter of the sinus of valsalva (sov) was 25mm. The patient¿s ejection fraction (ef) was 63%. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed. However, a combination of patient (severe native vlave calcification, narrow sov) and procedural factors may have contributed to the event. The cai was likely the result of the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.